Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event of infusion set cannula bent with three infusion sets. The symptoms were noticed within 3 or more hours after insertion for 2 events and within 3 hours of insertion for 1 event. The insertion site was at the abdomen. High blood glucose (bg) levels were reported and the patient was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.